Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced a technical failure. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at a third-party service center, a ventilator inoperative machine flow drift high error code was found in the device's error log. The service technician states that the system printed circuit assembly (pca) board was replaced to resolve the error. Additionally, two non-reportable errors were also found in the device's error log relating to a mcl fox shutdown and drift debug. The system pca replacement resolved these errors as well. The device passed all final testing.